Manufacturer narrative:
Product event summary: the device was returned and analyzed, no anomalies were found.

Event description:
It was reported that the patient had a hematoma and the device was removed because hemostasis could not be maintained due to the patient status as a left ventricular assist device (lvad) patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product/(s): 4194 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.